Event description:
Allegedly component fractured while patient was walking. Medium activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00496.

Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint and package insert were reviewed. The product was not returned. Evidence that product in specification when used, undetermined.